Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ diffusics¿ closed IV catheter system had faulty tubing that separated from the ports. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd nexiva diffusics closed IV catheter system had faulty tubing that separated from the ports. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Event description:
It was reported that a bd nexiva diffusics closed IV catheter system had faulty tubing that separated from the ports. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.